Event description:
The customer contacted baxter's technical service center regarding reusing the drain line extension. The home patient (hp) stated they use a drain line extension and did not change it daily. The baxter technical service representative (tsr) advised the home patient (hp) should change the drain line extension daily. Global product surveillance (ps) contacted hp's wife on august (B)(4) 2011. The wife stated that the hp was able to complete therapy. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed.

Manufacturer narrative:
(B)(4). This complaint was confirmed based on information provided by the patient. Labeling was reviewed and found to be adequate in regard to this issue. The cause was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.